Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction could not be verified; however, a different issue was identified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that while the customer was using the device updater to update the pump, the customer was unable to continue the update process and the pump displayed a message stating "call technical support." Reportedly, the customer's computer shut down and once the customer was able to turn the computer back on, the pump serial number was being displayed as "00000." During troubleshooting with tandem technical support, the customer attempted to reset the computer again. The message on the pump was unable to be cleared and the device updater still displayed the pump's serial number as "00000." There was no information provided regarding the customer's blood glucose level. It was confirmed that the customer had an alternate method of insulin delivery available.